Manufacturer narrative:
This device is not available for testing or evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during a percutaneous transluminal angioplasty and stenting procedure of the superficial femoral artery, the physician was unable to deflate a savvy balloon and the physician removed the device with the balloon inflated. There was moderate calcification and tortuousity with 95% stenosis. There was no injury to the patient reported. The device was stored, inspected, handled and prepped according to the instructions for use. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. It is unknown what type and brand of inflation device was used; however, it was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or guide catheter. It was not indicated whether or not there was any difficulty advancing the balloon catheter through the vessel or crossing the lesion. It was not indicated whether or not the catheter was ever in an acute bend or if the balloon seemed to ¿stick¿ to a stent. The balloon was dilated upon removal from the patient. The physician commented that due to the contralateral approach and vessel tortuousity, the shaft of the balloon might have kinked, which led to the deflation difficulty. The product was removed intact from the patient and the procedure was finished successfully. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device the reported ¿deflation difficulty ¿ unable to¿ could not be confirmed and the exact cause could not be determined. Based on the information available for review, there are vessel characteristics (calcification and tortuosity) and procedural factors (contralateral approach) that may have contributed to the difficulty experienced by the customer. Neither the DHR nor the information available suggests that the reported issue could be related to the manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The site indicated that during a percutaneous transluminal angioplasty (stenting) of the superficial femoral artery, the physician was unable to deflate a 4x40mm savvy balloon. There was no injury to the patient reported. The physician removed the balloon with the balloon inflated. There were moderate calcification and tortuosity. The ratio of stenosis was 95%. After the placement of an unknown stent in the lesion, the 4x40m savvy was delivered to the lesion and the post dilatation was conducted. After that, the physician tried to deflate the balloon, but it would not be deflated. The device was stored, inspected, handled and prepped according to the IFU. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prep normally. It is unknown what type and brand of inflation device was used; however, it was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. It was not indicated whether or not there was any difficulty advancing the balloon catheter through the vessel or crossing the lesion. It was not indicated whether or not the catheter was ever in an acute bend or if the balloon seemed to "stick" to a stent. The balloon was dilated upon removal from the patient. The product was removed intact from the patient. The procedure was finished successfully. The product will not be returned for analysis. The physician commented that due to the contralateral approach and vessel tortuousity, the shaft of the balloon might have kinked, which led to the deflation difficulty.